Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. (B)(6). Primary asa: p2 - mild disease not incapacitating.

Manufacturer narrative:
Upon reassessment of the reported event we have determined that this is a duplicate that was previously reported under (B)(4). The initial report for (B)(4) should be voided.